Manufacturer narrative:
Continuation of d10: product ID 388928 lot# unknown explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient no longer felt any stimulation and the experienced a loss of effect. The symptoms appeared after spinal surgery and after an extracorporeal shock wave lithotripsy (eswl). An impedance check and x-ray were performed; all impedances were over 4000 ohms. To resolve the issue, the electrode was surgically removed today ((B)(6) 2026), and a new one was attached to the [ins]. It was unknown if the issue was resolved.

Event description:
Additional information was received. It was reported that they were still waiting for the form with the patients signature to send in the electrode. The back surgery was about three months prior, and the lithotripsy a month before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.